Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Information was reported that the patient had their ins replaced.